Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-11661. It was reported that patient presented with an unspecified infection. Entire implantable cardioverter defibrillator system was explanted on (B)(6) 2021. No patient condition was reported after the procedure.

Event description:
New information received noted that there was actually cardiac perforation and not an infection. Lead also exhibited extra-cardiac stimulation. Patient was discharged after the explant procedure.